Event description:
It was reported that patient received therapy due to noise. Lead damage is suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.